Event description:
The customer received erratic glucose readings with the abbott diabetes care (adc) device. Customer reported receiving unspecified readings on adc device. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer self treated with 10 units of fast-acting insulin and emergency candies for the issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.